Manufacturer narrative:
The product was not returned; however, two radiographic images were provided that depict infinity devices in-situ. However, based on the images alone and conclusion cannot be drawn regarding the reason for revision.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the surgeon believes that the tibia is rotated medially which was causing severe pain as well as the implant potentially rubbing on medial mal screw.